Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field of 05/23/2016. (B)(6). Results: bd received actual sample for evaluation from customer facility. The sample had severed tubing and confirmed customers' indicated failure mode. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5257545. Refer to CAPA (B)(4). Conclusion: confirmed complaint. CAPA (B)(4) has been initiated for documentation related to this issue of severed tubing. Root cause: just before sealing process, if tubing is outside of the bottom blister cavity, the tubing can be severed. Refer to CAPA (B)(4).

Event description:
It was reported that tubing was severed of a 21g bd vacutainer® push button blood collection sets with pre-attached holder. No serious injury, blood to mucous membrane exposure or medical intervention was reported.